Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/left occlusion only / essure coil on the left perforated'), embedded device ('right coils embedded into the myometrium'), uterine perforation ('still present and perforated in the myometrium') and device breakage ('medial end of left coil still present and perforated in the myometrium') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholelithiasis and discomfort. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, device breakage, pregnancy with contraceptive device, cystitis and urinary tract infection outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device breakage, embedded device, fallopian tube perforation, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: per fu: (B)(6) 2015, essure insertion date: (B)(6) 2015. (Discrepancy). Essure confirmation test date: (B)(6) 2015 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: left occlusion only. Pathology test - on (B)(6) 2018: gross description: there is a thin metallic coil protruding from one side of the uterus, presumed right measuring 6.s cm in length, and a thicker coil extending from the left measuring 1 cm in length. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea,abdominal pain, pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, cystitis and urinary tract infection outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, fallopian tube perforation, pregnancy with contraceptive device and urinary tract infection to be related to essure (ess205). The reporter commented: per fu: (B)(6) 2015, essure insertion date: (B)(6) 2015 (discrepancy). Essure confirmation test date: (B)(6) 2015 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ perforation: fallopian tubes, pregnancy birth - no complication, bladder infection, uti (urinary tract infection), abdominal pain and device ineffective¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date (updated) were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/left occlusion only / essure coil on the left perforated'), embedded device ('right coils embedded into the myometrium'), uterine perforation ('still present and perforated in the myometrium') and device breakage ('medial end of left coil still present and perforated in the myometrium') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholelithiasis and discomfort. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("uti (urinary tract infection)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, device breakage, pregnancy with contraceptive device, cystitis and urinary tract infection outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device breakage, embedded device, fallopian tube perforation, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: per fu: 11-sep-2015, essure insertion date: (B)(6) 2015 (discrepancy). Essure confirmation test date: (B)(6) 2015 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: left occlusion only. Pathology test - on (B)(6) 2018: gross description: there is a thin metallic coil protruding from one side of the uterus, presumed right measuring 6.s cm in length, and a thicker coil extending from the left measuring 1 cm in length.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea,abdominal pain, pelvic pain, headache, quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and medical records received: reporter information, medical history and lab data was added. New events " medial end of left coil still present and perforated in the myometrium. 2 right coils embedded into the myometrium, uterine perforation" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.